Event description:
A surgeon reports that a pt complains of seeing white lines in both eyes. Pt is reported to be higly myopic. A yag was performed on both eyes without improvement. Current visual acuity is 20/20. This medwatch is for the left eye.